Manufacturer narrative:
The device was evaluated onsite by a philips field service engineer who was able to confirm the reported issue, but was unable to reproduce it as there was no trouble found with the device. A clinical review of the available event files indicate that although the pads may have been connected to the patient, the device appears to have remained attached to a test load via the therapy cable. The flat line presented in the pads ECG is equivalent to the ECG reading provided when a test load is attached to the heartstart mrx, as used in op check. When a test load is attached, the device will display a dashed line with a ¿pads on¿ message followed by a flat ECG, exactly as occurred during this event. As pads were set to the default mode and evidence supports that a test load was attached, the device would display the pads ECG reading by default. It was noted in the logs that leads ii were attached to the patient and able to obtain readings during the event, but as the default view ECG mode was for pads, it was the ECG that was being obtained via the test load, which was connected to the device via the therapy cable that was displayed on the device. A clinical review of the event with a philips clinical product specialist has not revealed any malfunctions of the device in the event. A hospital's clinical colleague has indicated that the staff does not think the defib caused the patient¿s death. A review of the event has indicated that a test load was accidentally attached to the device and no indication of a device malfunction.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported by a nurse that the heartstart mrx was unable to display ECG when ECG leads were connected to the patient. It was reported that the patient died during the resuscitation attempt. The biomed has indicated that the staff does not think the defib caused the patient¿s death.